Event description:
User detected the needle tip cannot be advanced out under endoscopic view, cannot obtain the sample. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Not answered 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? Not answered. If no, please specify where the damage is located: 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach wall a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 7. Please describe the size of the intended target site. Not answered. 8. If not with the device in question, how was the procedure performed and/or finished? Changed to another device. 9. Was the device used in a tortuous position? Not asnwered. 10. Are images of the device or procedure available? Not asnwered. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement 17. Was difficulty experienced while retracting the needle? Not answered. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? Yes 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 0 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Not answered. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No

Manufacturer narrative:
Device evaluation: 1 unit of lot c2278598 of echo-1-22 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 20 aug 2025. On evaluation of the devices the following observations were made: visual inspection: proximal kink below the sheath extender observed distal end of the needle examined and no issue observed stylet examined, no issue observed. Functional inspection: sheath extender able to advance only to position 2.5 and retract without issue, needle handle able to advance and retract without issue. Stylet removed from the device without issue attempted to re-insert stylet but would not pass kink below the sheath extender. Needle removed from the device and kink observed below the sheath extender. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2278598 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined. However, a possible root cause for ¿needle tip cannot be advanced out under endoscopic view, cannot obtain the sample¿ may be attributed to the proximal needle kink below the sheath extender observed during lab evaluation. This kink could have resulted from the device being used in tortuous anatomy combined with the application of excessive force during puncture, leading to proximal kinking. Another possible cause could be related to user technique, device handling, or needle positioning that required increased angulation and bending while advancing the needle, ultimately resulting in proximal needle kink. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined. However, a possible root cause for ¿needle tip cannot be advanced out under endoscopic view, cannot obtain the sample¿ may be attributed to the proximal needle kink below the sheath extender observed during lab evaluation. This kink could have resulted from the device being used in tortuous anatomy combined with the application of excessive force during puncture, leading to proximal kinking. Another possible cause could be related to user technique, device handling, or needle positioning that required increased angulation and bending while advancing the needle, ultimately resulting in proximal needle kink. Complaint is confirmed based on visual and/or functional inspection.